Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with abdominal hysterectomy, cystoscopy, cystotomy repair, and scar revision due to stress urinary incontinence and menometrorrhagia on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh removal, cystoscopy, lithotripsy on (B)(6) 2012 due to eroded mesh, bladder calculus and recurrent urinary tract infections. (B)(4).